Manufacturer narrative:
It has been clarified that the first repeat of the sample was performed on a different e601 analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time) - tnt stat. The customer did not have issues with any other patient samples. The sample initially resulted as 0.348 ng/ml and this value was reported outside of the laboratory. The sample was repeated two times, each time resulting with a value below the measuring range of the assay and accompanied by a data flag. The repeat result was believed to be correct. The customer stated that two additional samples were collected from the patient and each of these samples resulted with a value below the measuring range of the assay. The patient was not adversely affected. The tnt stat reagent lot number was 12538801, with an expiration date of 01/31/2017. The field service representative determined that there was an electronic failure of the measuring cell. He replaced both measuring cells. The customer ran calibration and quality controls; all results were accepted.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A pre-analytic sample handling issue could not be excluded as a root cause as it was determined that centrifugation time was too short for most tubes.